Event description:
After 33 months of implantation, this device was explanted and returned because it was reported that the ICD was at eri (elective replacement indicator). Note: because this device is involved in the ela medical "field action" regarding possible premature battery depletion, the ICD returned to the manufacturer for analysis.

Event description:
After 32 months of implantation, this device was explanted and returned because it was reported that the ICD was at eri (elective replacement indicator). Because this device is involved in the ela medical "field action" regarding possible premature battery depletion, the ICD was returned to the MFR for analysis.